Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the grey hub of the cypher select plus 2.75 x 13 mm stent cracked at the beginning of the balloon inflation. The cracked hub created leakage making it impossible to inflate the balloon/deploy the stent. The product was successfully removed from the pt. The pt was treated successfully using another like cypher stent. There was no reported pt injury.

Manufacturer narrative:
No pt or lesion info was provided. The product packaging was inspected prior to use/opening and no problem/damage was reported. There was no difficulty reported removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepared properly according to the instructions for use (IFU) and no problems were noted. No additional info was available in regards to specific product preparation: contrast used, contrast to saline ratio, and inflation device/additional equipment used. No additional info is available. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.